Manufacturer narrative:
Analysis of implantable neurostimulator (ins) serial # (B)(4) determined the ins was functionally okay with no significant anomalies. Normal impedances were observed. Good, stable output was observed one each electrode pair when received. Also tested the impedance measurement function with a standard 510 ohm load across the output and impedance measurements were correct on each electrode pair tested. Analysis of lead model 3487a, lot # 0204419658 determined no significant anomalies with the proximal end connector crushed. The lead was electrically okay and the crushed connectors did not affect the function. The continuity was acceptable and there were no shorts between circuits.

Manufacturer narrative:
Lead: model: 3487a, lot# 0204419658, implanted:unk, explanted:2011 (B)(6); lead: model: unknown, lot# unknown, implanted:2011 (B)(6), explanted:na; extension: model: unknown, lot# unknown, implanted:unk, explanted:2011 (B)(6). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that, during a lead replacement surgery, it was possible to obtain external stimulation with the first lead. The first lead was implanted and after connecting it to the implantable neurostimulator, there was no stimulation noted. The first lead was explanted and a second lead was implanted. The same result was seen: external stimulation was possible, but after connecting the second lead to the neurostimulator, there was no stimulation. Impedance readings associated with both leads were between 2,500 ohms and 3,500 ohms, with some reading above 4,000 ohms. The extension was, then, replaced, but "nothing got better." High impedance readings still existed. The neurostimulator was, then, explanted. When an external neurostimulator was used to check impedance readings during the reported event, it was noted that the readings were "normal." External stimulation was planned for the patient for "the next days." There was no injury to the patient. No information was provided related to the patient's outcome. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.